Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen was dim and the screen was scratched. Patient reported that the dim display issue started a couple of months ago and had gotten worse gradually. Patient stated that contrast reset did not resolve the issue and there was no lens protection film. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).